Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se determined the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs) needs to be replaced.

Event description:
The customer reported a ventilator had an erratic display. The display was changing colors. The ventilator was not on a patient at the time of the event.